Manufacturer narrative:
Investigation: smith medical international's investigation stated that the event sample was returned and it was confirmed the customer observation of air leakage. It was noted upon examination that air was found to leak from a tear in the wall of the pilot balloon. A review of our complaints history confirmed this to be the first complaint for the product lot number given. Though there have been complaints for product leakage on this product code, these are historical and do not indicate a systematic failure during manufacture, especially when compared with sales of units sold annually. A technical documentation review was carried out which raised no anomalies and confirmed the presence of an inflation/deflation check carried out 100% on this product line. Root cause: examination of the pilot balloon revealed a tear of 3.45mm. The tear has resulted from the pilot balloon being pinched or clamped against the body of the one way valve. In light of the product having been in use for four days prior to deflation we can determine the most likely root cause for this incident is clinical error following the use of clamping forceps, or similar on the pilot balloon. This file is logged for trending.

Event description:
Smiths medical international ltd., has been notified of an event of air leakage through the cuff after in use for four days by an alarm of the ventilator beeping and a sputum flow out. The user facility pretested the unit per the instructions for use. No adverse outcome reported. Event occurred at medical center in another country.